Event description:
It was reported by the attorney that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that following procedure the patient experienced undefined complications. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced recurrence of urinary incontinence, pelvic pain, and dyspareunia, experiences urinary urgency and leakage when she coughs and sneezes. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011 and a mesh was implanted concurrently with reduction and repair of incarcerated incisional ventral hernia and high ligation repair of indirect hernia on the right. No additional information was provided.